Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of red battery alarm was confirmed via analysis of the returned power module. Inspection of the returned power module revealed that a piece plastic had broken off from the connector of the unit¿s internal battery clip. This would prevent the battery clip from securely connecting to the power module¿s backup battery. The returned battery clip was installed in a known work test power module and connected to a known working test backup battery. The unit was then connected to an ac power source and powered on, and the unit booted up as intended; however, upon booting up a yellow wrench advisory and red battery alarm activated, reproducing the reported event. This is consistent with the internal battery clip being damaged. The reported event was determined to be due to a damaged internal battery clip; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 08feb2013. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module displayed a red battery hazard symbol while performing preventative maintenance. The power module was not connected to ac power while the battery was being charged. It was also reported that there was damage/crack to the backup battery clip.